Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was unable to communicate with external devices following a surgery neck surgery. It is unknown if ipg was set to surgery mode. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored.